Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient presented to the clinic for follow up and high capture threshold was observed. The lead was repositioned.